Event description:
On 8/05/2010, it was reported that during a rescue attempt on (B)(6)2008, the device advised a shock and after charging, cancelled the shock. No patient details or event information is available, however, it was reported that the patient was not resuscitated.

Manufacturer narrative:
No conclusion can be made at this time and the investigation remains open. It is reported that the device has been removed from service and that the equipment is in the process of being returned to assist with the investigation. Upon receipt of the equipment, a follow-up report will be submitted, as appropriate.